Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; it was alleged that the pump gives bolus on its own without user input. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2016@6:19 pm and the last bolus delivery was on(B)(6) 2016@6:02 pm. The total daily doses added up correctly and reflected the programmed basal and bolus rate target. No activity outside of normal use was observed. Review of the black box data and download history did not reveal any recorded event(s) related to the complaint. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the ¿bolus totals do not match¿ complaint. (B)(4).